Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was sensing incorrectly; it was "picking up two different ways instead of one," and both the atrial and ventricular indicators were lit up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover was broken, the battery contacts were compressed, both bails were missing, the ring was bent, the keyboard was scratched and the main printed circuit board was out of specification. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was sensing incorrectly; it was "picking up two different ways instead of one," and both the atrial and ventricular indicators were lit up. The epg was returned for repair. There was no patient involvement.